Event description:
In this event it is reported that 2 waveone gold reciprocating file primary 25mm files broke during use. The broken parts remain the the root canal and were incorporated into the filling. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are: investigation results: customer not returning.  Product not received at investigation site. DHR: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.

Manufacturer narrative:
Investigation: customer not returning, discarded the broken files. DHR nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.